Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had power loss alarm. The cause of the power loss alarm is battery change. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. The insulin pump will not be returning for analysis.